Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon opening the kit during room set up for a vascular case it was noted that a strand of hair was attached to the handle of the hemopro 2 cutting tool. The device was removed from the or. A new device was opened to complete the case. The patient was not in the or. Thus there were no patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon opening the kit during room set up for a vascular case it was noted that a strand of hair was attached to the handle of the hemopro 2 cutting tool. The device was removed from the or. A new device was opened to complete the case. The patient was not in the or. Thus there were no patient effects.

Manufacturer narrative:
(B)(4). The lot # 25153426 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. The device was returned inside the plastic protective shell without the plastic covering. A strand of brown/black hair was observed on the harvesting handle. There were no visual defects observed on the harvesting device or the cannula. Based on the returned condition of the device, the reported failure "contamination/decontamination problem" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.